Event description:
Complainant alleged that during training by a distributor, the device charged up and discharged two times, however, on the third attempt, the device would not complete it's charge cycle. Complainant indicated that there was no patient involvement in the reported malfunction.